Event description:
The company was made aware on 01/09/2021 that the incision site was not healing well and resulted in the neurostimulator (ipg) being visible. The physician explanted the neurostimulator (ipg) and placed a new ipg on the opposite side.